Manufacturer narrative:
Device-a product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, ab-no; damaged jaws, ab-no; damaged feed bar, ab-no; damaged floor, yes/bent; damaged handle shrouds, ab-no; damaged tip shrouds, ab-no; damaged trigger, ab-no; damaged tube, ab-no and damaged weld seams, ab-no. Functional tests & results: antibackup functional, a-yes b-yes; firing: feed conform, a-yes, b-no; firing: form conform, a-yes; jaws: hold clip, a-yes b-no; jaws: inside width at tips, a-.179 b-.161; lockout functional, ab-yes and number of clips fed and formed, b-no. Analysis conclusion: based on the info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. There were two instruments returned. First instrument was returned in good condition. Instrument was fired and it fired and formed remaining clips as designed with no anomalies noted with formation of clips. Second instrument was returned with floor bent. Due to damage to instrument, remaining clips were fired non conforming with respect to formation. It could not be determined how damage to instrument occurred. Mfg and engineering have been notified of reported incident. Each instrument is evaluated during assembly process to ensure clips feed and form properly.

Event description:
It was reported during a laparoscopic cholecystectomy the clips fired on the tissue did not stay formed and fell off. This involved two clip appliers. A third clip applier was opened to complete the procedure. There was no consequence to the pt.